Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h6, and h11. The device was not returned to olympus for inspection, and the reported failure could not be confirmed. A probable root cause could not be identified from the investigation results. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displays a completely white image and does not display anything. The issue occurred during inspection for use before the patient was under sedation. The intended procedure was completed using similar device. There were no reports of patient harm.